Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed the hi-pot test. The cause for the test failed could not be positively determined but was isolated to a defective trunk cable. The root cause of the defective trunk cable was unable to be positively determined. No adverse event resulted from the damaged cable. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing of electrode belt sn (B)(4), which was returned for routine maintenance, the electrode belt failed the hi-pot test. The last patient to use this electrode belt did not report any problem.